Event description:
The index procedure was elective with a primary indication as-stable angina. Two target sites were treated: the left main and the 1st diagonal arteries. There were no complications or device malfunction during treatment of the protected left main. However, during treatment of the 1st diagonal artery with two bare metal stents, a complication occurred and was noted as "dissection during procedure." This indicated complication was noted to be not related to a cordis product. Postprocedure, same day, an adverse event occurred and noted the pt experienced elevated serum markers and myocardial infarction. However, there was no revascularization performed as a result of this myocardial infarction.